Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for "hi" blood glucose test results. The expected fasting blood glucose test result range is 140 to 170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. The customer is currently taking medication to manage diabetes. The product is stored by customer in the kitchen. The test strip lot manufacturer's expiration date is 05/21/2017 and open vial date is (B)(6) 2015. The meter memory recalled for fasting test results performed: (B)(6). Adverse event not reported.